Event description:
Customer reported g4 had no sound or signal so they ended up needing to open a whole new kit just to grab the stylet. After replacing the g4 stylet with a new one the case went fine. No patient harm reported.

Manufacturer narrative:
(B)(4). One vps g4 delta precision stylet assembly, one vps g4 g1+ legacy stylet assembly, and one mc-45552-003c coated cath 2-l: 5.5 fr x 21-21/32" 55cm coated catheter were returned for evaluation. A visual examination of the delta stylet did not reveal any obvious defects or anomalies. A visual examination of the catheter revealed the 55 cm catheter was trimmed to 41 cm with no obvious defects or anomalies. A visual examination of the g1+ stylet revealed kinks at 10 1/2, 11 1/2, 13 1/2, and 15 inches from the end of the santoprene jacket. In addition, the coaxial cable with transducer and the polyimide/ptfe tubing were separated from the main stylet body at approximately 20 3/4 inches from the end of the santoprene jacket. The separated coaxial cable and tubing were located in the returned catheter, indicating no items were left in the patient's vasculature. It was reported "g4 had no sound or signal". Sensitivity testing was performed on the returned delta stylet using pulser receiver and tl-0012-001 stylet holder. Testing was performed per the instructions contained in avep-001318, rev 3. The peak-to-peak echo signal measured 2490 mv, indicating the stylet has acceptable doppler functionality. The reported event "g4 had no sound or signal" was not reproduced using the returned delta stylet. Doppler functionality testing was not performed on the returned g1+ stylet as the damage to the stylet would prevent the transmission of a doppler signal. The reported issue "g4 had no sound or signal" was not confirmed by evaluation of the returned vps g4 delta precision stylet assembly but was confirmed by evaluation of the returned vps g4 g1+ legacy stylet assembly. A visual examination of the delta stylet did not reveal any obvious defects or anomalies. A visual examination of the g1+ stylet revealed kinks at 10 1/2, 11 1/2, 13 1/2, and 15 inches from the end of the santoprene jacket. In addition, the coaxial cable with transducer and the polyimide/ptfe tubing were separated from the main stylet body at approximately 20 3/4 inches from the end of the santoprene jacket. The separated coaxial cable and tubing were located in the returned catheter, indicating no items were left in the patient's vasculature. During functional testing of the delta stylet the peak-to-peak echo signal measured 2490 mv, indicating the stylet has acceptable doppler functionality. Doppler functionality testing was not performed on the returned g1+ stylet as the damage to the stylet would prevent the transmission of a doppler signal. No problem was found with the doppler functionality of the returned delta stylet. Unintentional user error caused or contributed to the inability of the g1+ stylet to provide a doppler signal because the damage to the stylet is a result of unintentional application of undue force by the user during the procedure. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported g4 had no sound or signal so they ended up needing to open a whole new kit just to grab the stylet. After replacing the g4 stylet with a new one the case went fine. No patient harm reported.